Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer state the screen was hard to read. Also the insulin pump squirted insulin during priming and had a grinding noise during rewind. Troubleshooting was not performed because the customer decline to speak to the helpline. The insulin pump will not be returned for analysis.